Event description:
This 78 year old male presents with an atrial lead which is under advisory. Fluoroscopy demonstrated a fracture of the j wire and there appeared to be some bulging of the insulation, as was the case upon examination after explantation.